Event description:
It was reported that episode review identified an untreated episode due to a high rate and myopotentials in secondary vector. There were also two previous untreated events for the same behavior. A boston scientific technical services consultant suggested trying a different vector or consider programming a higher conditional shock zone. The system remains implanted and no adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock for supra ventricular tachycardia (svt) at a rate of approximately 200 bpm. Intermittent oversensing and low sensing measurements were noted. Automatic set up was performed and no good options for vector programming were identified as alternate failed in both postures and secondary and primary failed in upright position. Therefore, secondary vector was manually programmed as the physician thought this vector looked the best. A boston scientific technical services consultant communicated that extending smart charge could be considered and recommended a treadmill test to acquire a reference s-ECG. The consultant also discussed maximum sensitivity of the device as the physician expressed concern that the device may not detect ventricular fibrillation (vf). The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.